Event description:
It was reported that balloon rupture occurred. Following stent implantation, a 5.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, the balloon ruptured. The device was replaced with a 6.00mm x 12mm nc emerge balloon catheter which also ruptured during inflation. The procedure was completed with good dilation. There were no patient complications reported.